Event description:
It was reported that the atrial lead had low impedance measurements and was oversensing. It was also reported that a lead warning was triggered. The atrial lead remains in use in unipolar pacing configuration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.